Manufacturer narrative:
Sections with additional information as of (B)(4).2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of (B)(4)2020: h10: most likely underlying root cause corrected from "mlc-61: improper use / mishandled by end user" to "mlc-62: user had poor technique"

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Adverse event report is being submitted due to symptoms related to diabetes - weakness. Note; manufacturer contacted customer in a follow-up call on 20-apr-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated still feeling weak. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. Results. The expected fasting blood glucose test result range is undisclosed. The customer reported symptom of weakness. Medical attention is not reported as a result of the actual blood glucose results or reported symptom. The product storage location is in the bedroom and is stored correctly. During the call, a back to back blood test was performed by the customer and produced test results of e-0 twice using true metrix air meter. The test strip lot manufacturer¿s expiration date is 07/26/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.